Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been hospitalized. At the time of the incident, her blood glucose was unknown. She said that she started vomiting every fifteen to twenty minutes and couldn¿t hold anything down, so she went to the ER. She came to the ER on (B)(6) 2017 and was admitted to the hospital a little after midnight on (B)(6) 2017. Her blood glucose was over 500 mg/dl but said the meter could not read the exact number. The reason she was admitted was because of diabetes ketoacidosis. While there, the customer was treated with an IV and the hospital told her that her pump was not working and that she should get it replaced. They released her on injections. She was wearing the pump at the time of the hospitalization. During troubleshooting for high blood glucose, the customer stated that the drive support cap was sticking out. She declined to continue troubleshooting for high blood glucose because she wants another pump. She was advised that the pump needed to be replaced. The insulin pump is being returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08735 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test . Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. No bolus anomaly noted. Device communicated properly with the test blood glucose meter. The test value of 181 mg/dl was sent from the meter and received by the pump. No insulin pump communication anomaly noted. Device uploaded properly using care link. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).